Event description:
It was reported the patient was unable to set their ipg to MRI mode. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced. Post-operatively, ipg was able to enter MRI mode and therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.